Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the sample. Analysis of the sample showed that the user connects a tube device to the bd component and it is unthreaded. It is also observed that the user exerts excessive force while making the connection. Bd determined that the cause of the failure was attributed to the use of the product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd connecta plus3 white pegs difficult to connect, missing screw thread. The following information was provided by the initial reporter: change of connector / difficulty in connecting / lack of screw thread during use